Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing loss of capture due to high capture threshold on the rv lead. Physician elected to cap the lead. No further information.